Event description:
Reporter alleged obtaining discrepant comparative blood glucose values of 610 mg/dl on her advantage system back to back with the emergency room (ER) result of 101 mg/dl when testing was performed 5 minutes apart. Reporter stated she had been receiving higher glucose readings of 230, 300+, and 500+ mg/dl on different days; however, was not experiencing any hyperglycemic symptoms and after calling the doctor, was advised to go to the ER and have glucose tested. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.